Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H4: device manufacture date ¿ the lot was manufactured between june 2 - 6, 2023. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results found the flow rates to be within product specification. Based on the functional flow test result, the folfusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. It was observed that the device failed to infuse the full amount of chemotherapy during the expected therapy time. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.